Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought their implantable pulse generator (ipg) "might have a malfunction" and indicated that they "couldn't feel pacing anymore". The patient also reported that remote transmissions to the clinic who confirmed that the ipg "looked fine". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dropping "symptomatic beats" and the ipg was reprogrammed.